Event description:
It was reported that during an lavh procedure the hand activation stopped working after giving an error code five. They used a second device to complete the case. When cleaning the device post op the device tip broke off. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.